Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display, time clock was not advancing. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. The customer also reported that the insulin pump had no time. The customer was assisted with troubleshooting and customer was reported that the frozen display recurred after installing a new battery. The customer also reported that the insulin pump was stuck on black screen. The customer was advised to replace the insulin pump and to revert to the back-up plan until the replacement pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The insulin pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. In addition, no frozen displays were noted during testing.